Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose had been low upon waking up. The blood glucose reading was 41 mg/dl. The customer stated that the blood glucose was low from hiking and declined troubleshooting. The insulin pump was not returned or replaced.